Event description:
It was reported that a spectrum pump had a closed door issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the reported issue was confirmed. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment link screws. The link/ link switch requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this issue would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.